Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies to the fluid path or needle mechanism that would contribute to an improper insertion of the cannula. Although no damage was present, a root cause of the reported "unsure properly inserted" could not be determined. The soft cannula measured the correct full length according to specification and did not appear damaged. Fluid path testing showed that insulin was able freely travel the complete fluid path. Inspection of the download data and phb data showed no evidence of issues with insulin delivery and contained no timeouts, drive stalls, or hazard alarms. No problem was found. Inspection of the cannula assembly found the tip of the formed needle to be inadequate due to an observed burr. This burr can be confirmed as the root cause of the user reported pain during insertion.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod longer than 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. It was also reported that the cannula was bent and there was pain at the site.